Event description:
Bilateral capsular contracture baker grade 3, right-side.

Event description:
Bilateral capsular contracture baker grade 3, right-side.

Manufacturer narrative:
Sientra complaint #: (B)(4). Sientra was unable to perform an evaluation as the device was discarded by the customer. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.